Event description:
It was reported that during the implant procedure, the physician had difficulty inserting both the ventricular and the atrial leads into the pulse generator header. The leads were able to be secured and the device was implanted.

Manufacturer narrative:
.